Manufacturer narrative:
The field service engineer found there was an issue with the linear solenoid valve, the ultrasonic mixer, and the sipper nozzle, which he replaced. He ran calibration, qc, and precision testing with all results within the specified ranges. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The original sodium result was 106.9 mmol/l, the potassium result was 3.48 mmol/l, and the chloride result was 75.5 mmol/l. The repeat sodium result was 137.3 mmol/l, the potassium result was 4.29 mmol/l, and the chloride result was 102.2 mmol/l. The questionable results were verbally reported outside the laboratory as critical values and were then later corrected. The electrode lot numbers and expiration dates were requested but were not provided.